Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information, the reported leaflet grasping issue was due to challenging patient anatomy. A cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) was a cascading event of the reported slda. Recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. A flail was present and the leaflets were thin. Two clip were successfully deployed on the mitral valve, reducing mr to a grade of 1+. It was noted that due to the patient anatomy, difficulty grasping was experienced with both clips. On (B)(6) 2021, echocardiography was performed and showed the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. Two clips were successfully deployed on the mitral valve, reducing mr to a grade of 2. No additional information was provided.